Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Due to the following reasons, it was decided that it was not necessary to perform an investigation by using a device with the same structure or a similar device. *according to the event description, the relationship between the device and duodenal papilla perforation was unknown. *no abnormalities detected in the device history records(DHR) investigation result. Since the subject device could not be confirmed and DHR presented no abnormalities, the exact cause of the reported event could not be determined. Based on the doctor¿s opinion in the reported event, a likely cause of duodenal papilla perforation might be the following: *the endoscope was excessively angulated. *since the patient was elderly, her duodenal papilla was soft.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic retrograde cholangiography using the subject device, the following event occurred. In an attempt to perform deep bile duct intubation, the subject device penetrated through the duodenal papilla when the user operated up angulation of the endoscope. The patient bled. However, no additional treatment was performed. The subject device was removed from the patient. The intended procedure was completed with another device. There were no visible defects on the device. The doctor at the facility commented the following. The device was still new, so the tip may have been stiff. The surgeon is a young dr, and he may have applied the up angle of the scope too much. The patient was over 90 years old and the duodenal papilla may have been soft.